Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2025, the patient experienced feeling unwell and lost consciousness. The patient´s daughter took a fingerstick and the blood glucose reading was 20 mg/dl. It was not known what the cgm reading was at that moment, but it was understood that the cgm would have been inaccurate. An ambulance was called, and the patient was treated with intravenous fluids and an unspecified injection. The patient regained consciousness and when a fingerstick was taken the blood glucose reading was 131 mg/dl. The patient refused to be brought to the hospital, and ate a full meal, after which she recovered. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).